Event description:
The pt was experiencing a metabolic diuresis. The degree to which the pt with heart dysfunction needed intravenous fluids was dependent on the degree of orthostatic hypotension, if any. The order to obtain these blood pressures was entered. The tech using a bp machine had them entered in to the mdds ehr, but there was not any alert that they were entered or obtained. The nurse did nothing despite what was a greater than 50 mmhg drop in systolic blood pressure. The silent silo rears its ugly head again. There is an intrinsic defect in the device in that it fails to warn that new data was entered or arrived.